Event description:
Per home pt, cracks in minicap noted approximately 1/2-1 hour after use. Home patient noted the crack below the finger flange area: however, no leakage noted. Per home patient no injury or medical intervention associated with this incident.